Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/16/2019, mentor became aware that the date of explantation is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain and rupture manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) asian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with bilateral breast pain and rupture postoperatively confirmed via mammogram in (B)(6) 2017. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, mentor became aware via operative report received that patient suffered bilateral capsular contracture baker grade IV. Hence, patient code has been updated from breast pain to capsular contracture, and device code has been updated from rupture to adverse event for device code. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/17/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).